Event description:
The ge oec 9800 fluoroscopy system had image view smaller than noted exposure field in magnification 2.

Manufacturer narrative:
A ge oec service representative investigated the issue and adjusted the image size to show collimators within image view. System within specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.